Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l) and 8.5 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer returned 2 vials of test strips. The first vial contained 3 previously dosed test strips. No further testing can be completed with the previously dosed strips. The returned vial appeared within specifications on visual inspection. The second returned vial contained a mixture of previously dosed strips and un-dosed strips that had been previously inserted into a meter. Product labeling advises customers to dispose of dosed strips. Storing dosed strips in vial with un-dosed strips can create cross contamination which could cause erratic results. Attempting to further test with the un-dosed strips from the second vial produced a combination of errors upon insertion and test strip insertion not detected. It was not possible to complete blood or control testing with the returned strips. The second strip vial also appeared to be within specifications upon visual inspection. Testing of retention product of the same lot produced acceptable results.